Manufacturer narrative:
The phos2 reagent lot number was 883824 with an expiration date of 31-aug-2026. No other assays were affected. The field service engineer (fse) identified degradation within the fluidic path. The fse replaced the acid reagent line, the rinse station tubing, and the reagent probes. The patient sample was repeated 5-10 times with consistent results of approximately 3 mg/dl (corresponding to the original repeat result). The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter questioned high results for 3 patient samples tested for phosphate (inorganic) ver.2 (phos2) on a cobas 6000 c501 module between (B)(6) 2026. An example of discrepant results was provided for 1 patient sample. The initial result was 6.80 mg/dl. The repeat result was 3.44 mg/dl.